Manufacturer narrative:
Device evaluated by MFR. Upon receipt, the breathing circuit will be investigated for failure analysis. A report and action taken in resolving this issue will be submitted to medwatch program.